Event description:
It was reported that the "patient has experienced increased pain since 2005. He exp constant vibration in his neck since a cervical epidural and was told it may be related to the plate and screws. His teeth shifted and believes he may have an allergic reaction to the metal (ti). Patient did not want to stay on the phone for questions. He wanted to know if the product can be removed and wanted the phone number to his local office."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Results: the customer event of implant vibration and allergic reaction could not be confirmed because of the lack of detailed information about the device and event. The cervical products available in 2005 would have been oasys and reflex hybrid. The oasys and reflex-hybrid surgical techniques states that devices are designed for treatment of fracture or stabilization of a surgical site during the normal bone consolidation process. After this period, the presence of the device is no longer strictly required and its removal can be planned. Conclusion: the root cause of the failure could not be determined due to the absence of the device and lack of information.

Event description:
It was reported that the "patient has experienced increased pain since 2005. He exp constant vibration in his neck since a cervical epidural and was told it may be related to the plate and screws. His teeth shifted and believes he may have an allergic reaction to the metal (ti). Patient did not want to stay on the phone for questions. He wanted to know if the product can be removed and wanted the phone number to his local office."